Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the customer had been able to load a cartridge onto the pump and resume insulin delivery.